Manufacturer narrative:
Inspected three opened/used sensors and performed visual inspection and found three insertion needle bent at sensor base. Unable to confirm if customer received sensors in said condition due to customer returning it opened/used.

Event description:
It was reported that the customer experienced high blood glucose of 492 mg/dl. Customer treated with a bolus delivery. She also reported that she inserted a sensor, the site began to bleed, and the serter pulled the sensor out. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.